Manufacturer narrative:
On (B)(6) 2019 arjo was informed about event related to sara 3000 active floor lift. It was reported that the patient got unbalanced, leaned forward and hit the metal element of the lift with her chest. As reported by the facility personnel, the event was a result of use error. The patient, who was on anticoagulant medication, was hospitalized to drain the hematoma sustained in effect of the event. The customer was visited by the arjo representative, who performed the inspection of the lifting system (device and sling). The device evaluation showed that the push bar was found to be slightly bent and the handgrips were damaged. The sling inspection did not indicate any deficiency, however the caregiver revealed that the supporting belt (assisting correct position around the resident)was removed, and not used with the sling. This unit was manufactured in june 2007 by the former manufacturer medibo medical products (belgium) and by then serviced internally by the customer. When reviewing similar reportable events for sara 3000 and excelsior active floor lifts, limited number of events regarding wrong patient evaluation before use with the device. No trend could be observed. The sara 3000 device is an active floor lift. This means that the patient shall have an active participation in the transfer process - from raising the resident to the standing position, up to the transfer with the lift. In other words, the intended user group as indicated in the device labeling should be mentally and physically capable of at least partial standing capability and stability. In case of a reported event, during transfer, the patient suddenly lost her stability and leaned forward, hitting the metal lug - protruding element used for sling attachment, located between lifting arms. Based on the operating and product care instructions (kkx81010m-en rev. 3), the patient should have a trunk stability and must hold the support grips during the transfer. They allow maintaining the patient's stability during the transfer. Additionally, the safety instructions in the above-mentioned document includes information regarding the intended use of the sara 3000: · "before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." · "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions." Based on the above, it can be concluded that the patient involved in the incident was not properly assessed by the qualified person. The patient lost stability at the time of raising, which consequently led to the serious injury. The other factor, which could also contribute to the event could be incomplete sling, with the supporting belt completely removed. According to the operating and product care instructions "it is essential that the sling attachment cords, the slings, their straps and attachment clips are carefully inspected before each and every use - as indicated in the preventive maintenance schedule." The supporting belt helps to support the resident in the sling during transfer and also retains the sling in the correct position around the resident. Although it is possible to lean forward and reach the protruding lug with the chest even with the properly attached sling, this missing belt could affect stability of the patient and even contribute to the event. In summary, the device was being used at the time of the event and played a role in the reported event. The sling used with the device was incomplete, making the system not up to manufacturer's specifications at the time of the event. When the instruction for use would have been followed and the professional assessment of the patient before the transfer would be provided before transfer, the event could have been avoided.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On 2019-mar-08 arjo was informed about event concerning patient who got unbalanced, leaned forward and hit the device with her chest. As reported, the facility personnel was aware that the event was a result of use error. The patient was on anticoagulant medication, therefore she was hospitalized to drain the hematoma.